Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient of more than 70 years old underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident (cva). This patient had sick-sinus-syndrome and was originally scheduled for permanent pacemaker insertion. However, the physician decided that at ablation was priority. Mapping for at was performed with both stsf and pentaray nav high-density mapping eco catheters. As a result of right atrium (ra) activation mapping, the physician ablated the ra septum. The at procedure was successfully completed with no immediate consequences. On post-procedure day 4, the patient was admitted into the hospital with cva symptoms. No medical intervention, surgical intervention, or extended hospitalization was required. The patient¿s outcome was unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The physician said that the patient had a stroke, due to patient¿s heart malfunction. The force visualization features that were used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were stability range 1.5 mm / time 5 sec / min. Gram 3g / force over time 25%. No additional filters were used. The color option used prospectively was with force time interval set at 0 to approximately 300.